Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient was hospitalized due to acute diabetic ketoacidosis. On the day of the incident, the patient had a normal checkup scheduled at katholisches kinderkrankenhaus wilhelmstift but was already feeling unwell before the appointment. Despite multiple bolus insulin doses, her blood glucose level remained high and did not decrease. Her blood glucose level was around 500 mg/dl. The patient's mother was unsure that the cannula was properly inserted into the infusion site. Symptoms included stomach pain at home, followed by vomiting and feeling unwell at the hospital. Medical staff removed the patient's pod and administered IV insulin injections and mdi with insulin pens. The patient remained hospitalized for 1 night.